Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 380 mg/dl at the time of incident and current blood glucose level was 169 mg/dl. The customer reported that the insulin pump received no delivery alarm. The customer reported that the insulin pump was not pushing out insulin and it was not bringing blood glucose level down. The customer was using syringes for treating high blood glucose level. The drive support cap was normal. The customer alleged insulin pump was under delivering as the customer intentionally delivered too much insulin however that did not affect blood glucose level. The insulin pump will not be returned for analysis.